Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported issue was confirmed. If additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device had a broken neuro tip. It is unknown if the device was being used in surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.